Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem, history of the product and simulation of the incident. There have been previous MDR's related to sling clips detaching or not having been attached in the first place on similar passive lifts. The current rate indicates (B)(4) clip detachments and the occurrence rate appears to below when compared to the amount of daily use of clip slings on the worldwide market, if evaluated on an estimated, active installed base of (B)(4) similar units. The sling involved was produced and tested in (B)(6) 2010. No relevant information was found when reviewing the manufacturing history of the sling. A review of the field action history indicated there has been a worldwide field action (FDA reference #z-1636/1637-2009) regarding sling attachment labeling on device, and action taken was to apply warning stickers on the dynamic positioning system (dps) of the lift. Pictures provided did not permit to confirm that the device involved had the stickers provided during this field action. An arjohuntleigh representative performed an on-site visit after the incident. Findings were transmitted to the floor lift and sling respective manufacturer. The floor lift was found in good general condition, and a full function test was successfully performed. Based on this evaluation and description of event, the floor lift and its dps are not considered to have been a contributing factor to the event, but were rather used in correlation with the sling at the time of the event. The sling was also found in good condition, with clips of "zig zag" type reasonably new. Pictures received by the manufacturer were in line with the described findings of the on-site investigator. The incident description indicated that a person with multiple sclerosis was lifted from a seated position with legs tight together, and knee bent, and moved for 4 feet (1.2 m) towards a bed, when she slipped out of the sling due to a leg attachment clip coming loose from the dps. Previous simulations have shown that when lifted from a seated position, it is not likely that the person in the sling can kick or push off the clips with the knees, since the knees are not reaching the clip from below. Such situations can occur when the person is in a semi-reclined position. The detailed event description received is not describing that the person was already or had been repositioned when the event took place, even although the opera instructions for use (IFU) suggests to "[...] Lift the positioning handle until the patient is reclined in the sling" ((B)(4)). From the information received, it appears improbable that the leg clip was detached by pushing with the knee, although it cannot be totally excluded as a possibility with the available information. Internal simulations also showed that a similar drop can occur when, before starting the transfer, a clip is not put in place or pushed off by the leg. Such an event can take place by relatively low pressure from the legs to the sides of the clip, pushing them upward, since the clips and straps are not pulled into place by the weight of the person in the sling at that time. The opera IFU also recommends to "always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and I tension as the patient's weight is gradually taken up" ((B)(4)). Therefore, based on the evaluation of the information made available about the event, and results of internal simulation, it is considered that the most probable root cause is a user error. No training dates could be provided for the staff involved in this event. It is recommended, should it not have taken place already, that the staff at the facility that use the products are trained against the instructions for use, with special emphasis on making sure the sling clips are in place, and the straps under tension while the weight of the patient is gradually taken up.

Event description:
It was reported by the customer that the resident had been put into a sling and was then lifted out of wheel chair by a floor lift. The floor lift was then moved with the resident attached in the sling. At this stage, one of the sling clips became detached from the floor lift hanger bar and the resident fell out of the sling, onto the floor. The resident sustained 2 spinal fractures and a head injury. He went to the e.r. And was hospitalized.